Manufacturer narrative:
Although requested, there is no available info regarding the evaluation and repair of this device. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht70 plus ventilator filter cover gasket detached from the unit. Although the ventilator continued cycling, the patient was transferred to another unit. There was no reported patient injury.